Event description:
The customer reported that the unit unexpectedly shuts down when any movement occurs.

Manufacturer narrative:
The customer reported that the unit unexpectedly shuts down when any movement occurs. The factory has not yet received the device for evaluation, and the complaint is still under investigation. A follow up report will be sent when the investigation is complete.